Event description:
It was reported the system had mixed pt images. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.